Event description:
Pt cannulated for dialysis. Before start of treatment, nurse noted blood leaking from hub. At the metal to plastic connection nurse pulled out needel to change it but the needle (metal) stayed in pt's arm; disconnected at the metal to plastic junction. Enough of the needle was sticking out so that the nurse could remove it. There was blood loss and pt upset.